Event description:
Customer called to report they were admitted as an inpatient for medical treatment due to low bgs. Customer states they ate lunch (lasagna and garlic bread). Did not bolus. Went to beauty shop and parked car then slid out of car due to loss of consciousness. Customer went to ER. On saturday customer ate lunch and did not bolus. Customer then went to the church event and again lost consciousness. Customer went to ER and was admitted.